Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient has not charged or used the ipg in approximately 2 years. The patient's ipg is inoperable. Surgical intervention is pending to address the reported issue.